Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 43 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). A no external power alarm activated on (B)(6) 2021 at 06:43 due to diminishing rsoc voltage to ~2.7v while the device was connected to mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file submitted captured some power cable disconnect events on (B)(6) 2021 and (B)(6) 2021 that were not associated with power source changes. These occurred on battery power and only saw these on the white power lead on the controller. A low voltage hazard event noted on (B)(6) 2021 while using the mobile power unit (mpu) due to a brief total loss of power to the mpu. No issues noted in the log file since (B)(6) 2021 with the random power cable disconnects and it would have no bearing on pump performance and the patient¿s report of shortness of breath (sob) with associated ¿beeps¿. Additional information was requested but not provided.